Event description:
The customer stated that he was hospitalized for high blood glucose. The customer reported blood glucose levels of 480 and 420 mg/dl prior to the hospitalization. The customer stated he had a stomach ache and was unable to keep any food or water down. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.